Event description:
The physician stated that he frayed the guidewire while using a laser during a lithotripsy/ureteroscopy procedure. He placed a stent over the wire to finish the procedure and pulled out the guidewire. It was observed that the tip of the wire was missing. The physician then pulled out the stent and found that the wire-tip was actually in the tip of the stent. The procedure was terminated due to the trauma to the ureter. There was no further info available regarding pt condition, or prescheduling of the procedure.